Event description:
On oct. 16 2025: integrum received information that a patient's axor ii (i9069) released in bending and rotation during use and caused the patient to fall. No injuries reported. The date of the events is unknown. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification, including functionally tested with pass result as part of final release. Oct. 27 2025: technical investigation of unit i9069 performed. During the investigation the device functions were tested and components inspected. The reported issues could be replicated only for rotation release which had values below specification. The root cause could not be established. The bending release was within specification. During service, the unit was cleaned and the rotation release mechanism calibrated. The unit was functionally tested according to specification with approved results.